Event description:
Health professional reported the alleged explantation of a lap-band access port with no info provided regarding the reason for removal. Follow up findings: device was removed because of alleged leakage from the port. Add¿l follow up findings: nurse explained that surgeon had not done any official diagnostic testing however performed a methylene blue leak test prior to the removal of the port and had noted a leakage from the back of the port. The device was returned to allergan and the product analysis is in progress at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addressed the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿